Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lucera elite bronchovideoscope exhibited a burned ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was confirmed. It's likely that high energy endo therapy accessories (laser, radiofrequency, etc.) Were used without sufficient distance from distal end. However, we could not specify the occurrence cause. The suggested event is detectable/preventable by handling the device in accordance with the following the IFU. IFU states the detection method in bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states the preventative measures in bf-1tq290 operation manual: chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue monitor field performance for this device.